Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's ins was not working properly. The caller indicated that the patient was not being stimulated and was always having too much voiding. The caller further indicated that the patient was getting up frequently in the middle of the night and during the day. According to the caller the patient felt like they needed to void, but can't. The caller then indicated that the patient was getting 50% or better therapeutic effect. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.